Event description:
"Pt post lower extremity arteriogram had artery closed with starclose device. After closure device deployed, pt's right pedal pulses were no longer able to be located by doppler. Interventional radiologist present. Ankle brachial index (ab) ordered. Afterward pt re-prepped for a second arteriogram. Right foot somewhat mottled in appearance and cooler to touch." Further attempts to collect info were unsuccessful. Pt status is unk at this time.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.